Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 1103905 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.